Event description:
A patient reported experiencing inaccurate erratic results with an ot profile meter. Patient's blood glucose was 498, 181, and 272 mg/dl successively within 10 minutes with a difference of 59%. Patient did not experience any adverse events. No further information has been reported.